Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The blood glucose of the customer was 540 mg/dl at time of incident. Customer mentioned other blood glucose as over 500 mg/dl and 540 mg/dl to 580 mg/dl. Customer stated that insulin pump had no delivery alarm and quick set was leaked. The customer experienced symptoms like nausea, vomiting, abdominal pain. The customer was treated for high blood glucose level. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The insulin pump will not be returned for analysis.